Event description:
Initial results for three estradiol samples were all <20 pg/ml. When repeated, the results were 140.3, 840.4 and 138.1 pg/ml. No adverse events were reported in association with the incorrect results. The field service rep found the sample disk was not seated and repaired the instrument.